Manufacturer narrative:
Physio-control further evaluated the customer¿s device and verified the reported issue. Physio replaced the therapy pcb assembly which resolved the reported issue. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. Physio-control further evaluated the removed therapy pcb assembly; however the reported issue could not be duplicated.

Event description:
The customer contacted physio-control to report that their device was unable to detect the connection of their defibrillation electrodes. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer¿s device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device was unable to detect the connection of their defibrillation electrodes. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.